Event description:
It was reported that the patient presented for generator change. During the procedure, after implanting the new device, the set screw was unable to be loosened and determined to be stripped. The left ventricular (lv) lead failed to be removed from the header due to stripped set screw and exhibited a failure to capture and high pacing impedance. The physician eventually implanted the device and elected to program off the lv lead. The patient was in stable condition.